Event description:
It was reported to boston scientific corp that a percuflex ureteral stent was being used in a urological procedure. According to the complainant, during preparation, when the stent was being pushed over the guidewire, the nurse noticed a slight tear at the distal tip of the stent. The stent was immediately removed. The procedure was successfully completed using another percuflex ureteral stent. The pt was reported to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).